Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 19mm trifecta valve was implanted. On (B)(6) 2021, the patient presented with shortness of breath on exertion and was discovered to have aortic stenosis with an aortic velocity of 3.75 m/s. On (B)(6) 2022, the aortic valve velocity was 3.87 m/s. On (B)(6) 2022, the valve was explanted due to structural valve deterioration. The valve annulus was expanded, and a 20mm non-abbott mechanical heart valve was implanted. It was noted that pannus was seen on the outflow side. Restricted leaflet movement may have contributed to this event. The patient status was reported as stable. No additional information was provided.